Manufacturer narrative:
Customer states they scanned a pt number and discovered the last number of the label scanned was incorrect and the result went into a different pt's chart. Physician questioned the reported result as it was an adult sample on a nicu pt chart. Instrument is still in use. Technicians have been instructed to enter the pt i.d. Manually or confirm the number before running the sample. Customer is going to check with (B)(4) and will make sure nothing changed on the interface side. Customer called back later in the day at 13:30pm and told siemens that she has gotten in touch with (B)(4). He remote connected, looked at systems and thinks he has problem taken care of going to monitor.

Event description:
Customer reports scanner is not scanning properly on an intermittent basis. There was no impact on pt care as a result of this event.